Event description:
Pt exhibited profound hypotension via arterial alarm. Upon investigation 8.5 fr introducer in left femoral vein found disconnected from side port/hemostasis valve catheter. Pt lost a significant amount of blood; required 8 units of packed red blood cells. Fluid resuscitation accomplished within three mins.